Event description:
The patient was revised because of osteolysis, wear and loosening.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 15 years of implantation. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.